Event description:
Event description cpi received information that the patient with this defibrillation patch lead passed out at home and had to be revived by emergency medical technicians. Upon admission to the ICU, interrogation of the ICD revealed a possible fractured patch lead. The physician elected to program the device to monitor only. Subsequently, the patient died.